Manufacturer narrative:
Date sent to FDA: 7/30/2019. Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mersilene was implanted.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2007 and mesh was  implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.